Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), lot: 7076206.

Event description:
It was reported that the patient experienced minor balance difficulty a couple weeks after a dbs implant procedure. A computerized tomography (CT) scan revealed a right-side, subacute chronic subdural hematoma, possibly caused by the lead, therefore, the patient was put under observation. The symptoms then became subjectively worse, however, a repeat CT scan showed the hematoma was stable. Due to the worsening symptoms, the patient was hospitalized and underwent a procedure where the hematoma was evacuated through a new burr hole. The patient was discharged from the hospital doing well, and the event is resolving.